Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer states unit will not go into / stay in standby mode. It was reported by customers biomed while not in clinical use, the v60 ventilator was running and when user attempted to put in standby mode, the device displays message that says remove patient first, but it is not hooked to a patient. Product support advised customer to perform a performance verification test (pvt) to determine if anything is wrong with the unit and advised that unit may have a faulty flow sensor assembly. The customer called back and stated during the air flow accuracy test, the unit failed. Product support recommended to replace the flow sensor assembly and customer was provided part number. This investigation is ongoing, and a follow up submission will be completed accordingly.